Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, no additional information was provided such as reason for explant, operative report, and device status; therefore, no further investigation can be performed into the root cause of this event.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, additional information was provided. According to the operative report, the patient presented with endocarditis and mitral insufficiency of her [native] mitral valve. All areas of vegetation, some of which were heavily calcified, were removed. The valve was initially sized to a 29 mm valve and the edwards valve was sutured into place. However, one of the struts was not seating correctly and the valve leaflets were not closing properly. The valve was removed and replaced with a 27 mm edwards valve. Of note, the patient was not taken off bypass prior to device removal. Since the health-care provider has indicated that the reason for explant was procedure related (no device malfunction), in addition to the new information received, it has been determined that this was not an adverse event. No indication of a product malfunction, serious injury, or death related to the edwards valve.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the valve was explanted at implant, and replaced with another same model, smaller size edwards' valve. Although the reason for explanting has not been provided, the surgeon indicated that it is procedure related and not due to a device malfunction.